Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and service report. There is nothing in the provided logs to confirm the reported issue. Our field service engineer (fse) was on site and found out that the monitoring printed circuit board was faulty and required replacement. After replacing the pc board the unit began to work. The unit passed all functional and safety tests and was returned for clinical use. Since no parts were returned for investigation, the root cause of the event has not been determined.